Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with heavy calcification and mild tortuosity. After vessel access, the lesion was pre-treated with balloon angioplasty. The 6.0x120mm supera self expanding stent system (sess) was advanced to the lesion and deployment initiated; however, the stent only partially deployed. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. The sess, including the partially deployed stent, was removed under fluoroscopy without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. Another supera stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified and mild tortuosity anatomy and/or other devices prevented the ratchet from properly engaging and fully releasing the stent from the delivery system; thus resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.